Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 1.5 month of support, the patient expired due to septic shock. No other information regarding the patient death was provided to the manufacturer; however, an analysis of the explanted pump was requested by the hospital.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.